Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that when attempting to place this lead in the left bundle branch (lbb) the helix became encapsulated and broke leaving fragments inside the tissue. Subsequently, the procedure was completed using another lead. Other than the intervention, no additional adverse patient effects were reported. This lead has not been returned for analysis.